Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted and rewind functioned properly during testing. The motor was tested outside of the device and passed. No unexpected failed battery alarm noted during testing. Insulin pump was received with scratched case, case cracked behind the insulin pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose was 132 mg/dl at the time of incident. Customer stated that the insulin pump had a recurring pump error alarm and during troubleshooting, customer stated that the insulin pump has been exposed to a metal detector and was able to complete the rewind process. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.